Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 5.3, lab: 3.8 (1 hour between testing). Date: (B)(6) 2011, inratio: 3.5, lab: 2.7 (testing done at the same time.) Patient reports that the does not have any problems getting blood, but he does milk the finger. Patient takes his coumadin every evening at 6pm.